Event description:
It was reported that the outer sheath of an imaging catheter came off. During percutaneous coronary intervention (pci), an opticross imaging catheter was used. While flushing the imaging catheter the physician noted that the outer sheath of the imaging catheter came off. The procedure was completed with another with same device. No patient complications was reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Examination of the returned device revealed that the outer telescope tubing was found detached from the anchor seal housing. Due to this detachment, the device cannot be properly flushed. Fluid leaks from this junction. Impedance testing finds the device is capable of imaging properly. Full image characterization testing cannot be performed based on the detached telescope tubing. No other issues or defects were observed during product analysis of the returned device. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the outer sheath of an imaging catheter came off. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used. While flushing the imaging catheter the physician noted that the outer sheath of the imaging catheter came off. The procedure was completed with another with same device. No patient complications was reported and the patient's status is good.